Event description:
The stryker suction irrigator device began leaking fluid from the connection point between its battery pack and irrigation tubing. The rn noted the leak and obtained a new device, which was opened to the sterile field to replace the defective item. The defective irrigator was removed from the field and drained of as much irrigation fluid as possible then bagged for evaluation. No contamination of the sterile field occurred and no harm came to the patient. **of note: the rn reported that a similar situation occurred with the same type of device the day prior but the packaging was not saved so I could not confirm if it was the same lot number. In that instance, the tubing had separated more and the irrigation fluid began spraying all over the equipment boom. Again, no contamination of the sterile field was noted.